Event description:
The customer reported that, during an exam, the sys did not produce any images and they had to use another c-arm to finish the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a workstation power supply. The sys operates as intended.